Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the emergency room (ER) with redness and pocket erosion at the device implant site. The pacemaker was found protruding through the skin, and the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were visible. The physician alleged an infection; however, did not allege that the infection was related to abbott procedure or abbott devices. The pacemaker system, including the rv, ra, and lv leads, was explanted. The patient was in stable condition.